Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully implanted single-piece preloaded multifocal intraocular lens (iol) was explanted from the patient's right eye due to complaints of near blurry vision. The symptoms was first identified during a post-operative examination. The original lens was replaced with a non-johnson and johnson iol with the same diopters. The patient's best spectacle-corrected visual acuity (bscva) was reported as 20/25 pre-operatively and 20/50 post-operatively. Daily activities were not affected, and no unplanned surgical interventions, including incision enlargement, suturing, or vitrectomy, were required. No medications outside the standard of care were prescribed, and no surgical delay was reported. The directions for use were followed, and the patient fully recovered. No further information was provided.